Event description:
Boston scientific received information that this product was part of a system revision due to infection. Helix retraction issue was noted during explant. As the corresponding bsc extraction tool was not available, a competitor tool was used. The stylet didn't seem to be turning the helix and about 20 turns were made. After multiple lead retraction attempts, lead removal was completed. There were no additional adverse effects reported. The product was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.